Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although it was reported that the distal tip of the device chipped off into the patient¿s airway, the cause of the chipping could not be determined. Therefore, the root cause of this reported event could not be confirmed. This supplemental report includes a correction to d9, e2, e3 and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the distal tip of the evis eus ultrasound bronchofibervideoscope chipped off in the patient's airway during the procedure. The chipped piece was retrieved from the airway and no injury occurred. Additional information has been requested.

Manufacturer narrative:
Upon evaluation of the returned product, the event was confirmed as the tip of the scope was chipped, but the root cause could not be determined. Additionally, the following faults were identified: a leak/crack at the a-rubber, centering of the image was off, a broken element, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: 2429304-2023-00070.